Event description:
It was reported that the catheter adapter (patient connector) of a peritoneal dialysis (pd) transfer set ¿came apart¿ (disconnected) from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was given prophylactic antibiotics orally as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.